Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported to fresenius that the medication port located by the venous chamber on the custom combiset bloodlines disconnected during a patient's hemodialysis (hd) treatment. Blood squirted from the port which resulted in blood loss. Additional information was provided during follow-up by the charge nurse. The reported event occurred within the first five minutes after the initiation of the patient's treatment on a fresenius 2008t machine. No defect or damage was noted on the bloodlines prior to the reported event. No loose connections were encountered during prime. It was confirmed that the medication port was not utilized prior to disconnection. The patient did not experience a serious injury or require medical intervention. The patient's estimated blood loss (ebl) was appoximately 200 ml. The patient was able to complete treatment after the machine was re-setup with new supplies. The complaint sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility charge nurse reported to fresenius that the medication port located by the venous chamber on the custom combiset bloodlines disconnected during a patient's hemodialysis (hd) treatment. Blood squirted from the port which resulted in blood loss. Additional information was provided during follow-up by the charge nurse. The reported event occurred within the first five minutes after the initiation of the patient's treatment on a fresenius 2008t machine. No defect or damage was noted on the bloodlines prior to the reported event. No loose connections were encountered during prime. It was confirmed that the medication port was not utilized prior to disconnection. The patient did not experience a serious injury or require medical intervention. The patient's estimated blood loss (ebl) was appoximately 200 ml. The patient was able to complete treatment after the machine was re-setup with new supplies. The complaint sample is not available to be returned to the manufacturer for physical evaluation.